Event description:
False negative result (s). Customer states that she tested at work and received a positive result. She took our home test and tested negative. MDR# mw5120413.

Manufacturer narrative:
Batch records for final product manufacture and qc records for cov2030007 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2030007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False negative result (s). Customer states that she tested at work and received a positive result. She took our home test and tested negative. MDR# mw5120413

Manufacturer narrative:
Pending batch record review and testing of retention samples.